Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was at home when they felt dizzy and lightheaded while sitting on the couch. They could not get up so they called their spouse to help him up. The cgm was 140-182 mg/dl. The patient couldn't check a finger stick reading to compare but the cgm was reportedly not matching how he felt. The patient's spouse drove the patient to the hospital. Upon arrival, the patient had blood work done and an MRI. The nurse took the patient's vitals every 2-3 hours. There was no further event details provided. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.